Event description:
Boston scientific received information that one shock impedance measurement for this device system was at 0 ohms. All other measurements were within acceptable limits. Electromagnetic interference (emi) was suspected, however, not confirmed. Additional information was sought from the local area sales representative, however, at this time, was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.